Event description:
Meter was set to the incorrect unit of measurement. The pt tested on her meter and obtained a result of "5.6." After testing, the pt reported feeling dizzy and weak. The pt drank orange juice to increase her blood glucose levels. The pt's mother called the paramedics because of the symptoms. They tested the pt's blood glucose and obtained a result of 120 mg/dl. She reported that the meter was previously set to the correct unit of measurement and that she had not recently made any changes to the unit of measurement.